Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, a getinge service representative reported that the customer called back and stated that the grey transducer cable was found to be the culprit of this complaint. The issue was the transducer cable. The transducer cable was replaced and the iabp unit is working as expected at this time.

Event description:
It was reported by the customer that during use on a patient, a flat line on the arterial pressure (ap) of the cs300 intra-aortic balloon pump (iabp) was observed. The customer stated that all of a sudden they had lost the ap on the cs300 about an hour prior to the call. The iabp unit was swapped out with another iabp unit at first, and then the transducer was changed out. It was noted that all connections were tight and that the inner lumen of the catheter was aspirated and flushed easily. The patient had another transduced arterial line to the bedside monitor in the opposite femoral artery that was known to work. Hooking this line to the cs300 revealed no change in the ap reading on the iabp. The iabp screen still showed a flat line and no pressure readings. The iabp also showed a direct input and when zeroing was attempted, a ¿no zero¿ was displayed on the monitor. Both cs300 pumps are now in question. Frances asked that our stm reach out to their biomedical engineering to service the pumps. No patient harm, serious injury or adverse event was reported. There was no patient harm and no adverse event reported.